Event description:
Customer reported that screen was not as sensitive anymore and sometimes required repeating the unlock process to get it to unlock. There was no adverse impact to the customer's blood glucose level. Customer declined further follow-up with technical support, and no additional information was available regarding the outcome of the event.